Event description:
Event reported to rn coordinator by dr. As discussed, I have placed two peg tubes on my call week. Both procedures had an esophageal superficial tear visualized after pulling the peg tube over the guidewire. Fmf avanos ref#8180-20, lot#30297186. In both instances, I had to place a clip to close the mucosal tear. Please see if these peg tube lot can be investigated or alternatively switched to a different brand. I have never had an issue in the past. My feeling is that the bumper or plastic catheter is too sharp or stiff.